Manufacturer narrative:
Approximately one year later, another single, high out of range shock impedance value was exhibited. The physician was contacted, reporting only patient monitoring would ensue. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent follow-up confirmed a normal shock impedance value of 88 ohms and no intervention required. The lead device connection were confirmed appropriate with normal scheduled follow-ups and no resulting adverse patient effects. The lead remains implanted and in service.

Manufacturer narrative:
A recent clinical follow-up showed a continuation of the high out of range shock impedance measurements. The field representative confirmed all lead parameters have been within normal ranges and an x-ray taken to rule out any lead integrity anomalies. X-ray image was negative for any lead damage: the physician elected to continue with normal patient follow-up (in six months). No resulting adverse patient effects and no changes to the implanted system.

Event description:
Boston scientific received information via a remote monitoring system, of high right ventricular shock impedance. No adverse patient effects reported and to date, no system changes initiated. Subsequent follow-up confirmed normal shock impedance values and no intervention required. The lead device connection were confirmed appropriate with normal scheduled follow-ups and no resulting adverse patient effects.